Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. While being placed in the bed, the patient attempted to hold onto the side rail, but it appears that the left-hand head-end side rail was not properly locked in place. As a result, the patient fell off the bed and bumped his head, sustaining a minor injury.

Manufacturer narrative:
The arjo service technician inspected the device and found no malfunction in the side rail locking mechanism. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and "forcefully", the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient attempted to hold onto it. The patient fell off the bed and bumped his head.